Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the display had a pink contrast. Unrelated to the issue, the paint on the corners of the pump was worn off. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display had a pink contrast. This report is made based on results of investigation completed on (B)(6) 2017.